Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a pt was hospitalized. The following is from medical records received from the pt's treatment facility. The pt was admitted to hospital after a fall and shortness of breath. She was diagnosed with pneumonia and treated with avelox. She was aggressively ultrafiltrated during her hospital stay. She was found to be very weak and with an unstable gait. She also had pd catheter contamination infection from her daughter and was treated with cefazolin.